Event description:
There was no pt involve in this event. This device malfunctioned because the red status indicator is flashing. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2013. On (B)(6) 2013, the device failed a self-test due to a low battery. On (B)(6) 2013, the device recorded three power-ups, all of which failed a self-test due to a low battery. During initial testing of the returned device and pad-pak, the device passed a self-test and shut down normally with the green status led flashing. The device was disassembled for investigation and was found to have a failed pogo-pin on the connection to the positive battery terminal, which would explain the random self-tests. The user was alerted to this problem with the status led. The investigation has shown that the device was able to successfully deliver therapy if required. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.